Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set was damaged. The following information was provided by the initial reporter: the IV pump alarm went off reading air in line. When line was assessed, small pin-sized hole was noted in pump segment of primary infusion set (ref (B)(4) that was causing medication to leak out of the line. I¿ve confirmed with the clinical manager that there was no negative outcome to the patient, and the nurse did not keep the tubing.

Event description:
No additional information.

Manufacturer narrative:
Additional information: (d) included lot expiry date investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.